Event description:
Information received, indicates the foot hi/low is drifting down when weight is applied.

Manufacturer narrative:
The technician replaced the foot hi/low cylinder to repair the stretcher.